Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) stated patient was getting an MRI last week and during MRI felt pulling and tingling sensation in her chest from belly button to the neck. Rep said she checked impedance today and it's normal, as well as therapy, patient is getting stim. As needed. Rep wanted to know if patient can still have MRI. Technical services (tss) told rep that there is no reason to believe that pt can't have MRI. Tss stressed that MRI condition has to be met. Rep mentioned that controller time is off; ts told rep that it's normal if the controller battery hasn't been charged for a while.